Manufacturer narrative:
The implant date is estimated. Exact implant date is unknown.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedance on the lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned lead passed functional test. The cause of the reported event remains unknown.